Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited an increased sensing integrity counter (sic), high rate non-sustained episodes, and noise resulting in pacing inhibition. Additionally, the rv lead exhibited intermittent capture with pauses lasting five to six seconds and low r-waves. A lead fracture was suspected. The patient was mildly symptomatic from the pacing inhibition. It was additionally noted the right atrial (ra) lead showed possible lack of capture. The rv lead was reprogrammed, and an external pacing system was temporarily implanted. The rv lead was subsequently explanted and replaced. The ra lead was explanted and replaced so that access to the superior vena cava (svc) could be obtained during rv lead intervention. No further patient complications have been reported as a result of this event.